Manufacturer narrative:
Device evaluation: one device was returned for investigation. Both tamper seals had been removed. Visual inspection found the device had a non-OEM top case and was missing the tube seal. A "travel coarse error - check clutch / plunger lever" error was found in the error history log. Functional testing could not duplicate the "check clutch" error. The root cause of the intermittent error was unable to be determined. The most probable cause for the intermittent check clutch error is due to the clutch halves and lead screw not operating as intended as a result of customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to non-OEM top case being found in the device, the pumps were placed on hold pending customer approval.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed.

Event description:
It was reported that the pump exhibited a travel coarse error. It is unknown if there was patient involvement, no adverse patient effects were reported.